Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that there was a breakage of the distal catheter. During the revision only the catheter was replaced.